Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The healthcare professional (hcp) was told by the patient that their device was off and that they had not been using it. No other information was provided. No symptoms or patient complications were reported. There were no further complications reported or anticipated. Additional information was received from the patient. The patient stated that the reason why the device was turned off was because patient changed the therapy and is having medication administered now. The patient said the device no longer worked to prevent leakage and will move forward to have it removed. No further complications were reported.